Event description:
The user fell on the head on the implanted side. The audiologist cross checked the audio processor (ap) using a second ap but no sound was perceived by the user with the second audio processor either. The user has been re-implanted.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact on the implant coil. Further a damaged implant magnet was found indicating a very strong impact on the magnet site. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user fell on the head on the implanted side. The audiologist cross checked the audio processor (ap) using a second ap but no sound was perceived by the user with the second audio processor either.